Event description:
Charge nurse reported an external leak from header, while pt undergoing dialysis. Header appeared to be cracked on 14th use dialyzer. Volume of dialyzer and venous line discharged, new dialyzer set up and treatment continued without incident. Ebl 160 ml. Hematocrit decreased, epogen dose increased, without pt symptoms. Actual sample saved. Decontamination instructions given. MDR filed due to blood loss. 10/22/97 notified that sample was discarded and not available.